Event description:
Additional information was received reporting that the procedure was completed by replacing the new qc coil to complete the operation. The cause of the non-detachment/stretch was not determined. There were no issues that resulted in the damage that was found. They were not using the instant detacher. There was one attempt to detach the coil using the manual method. Prior to coil non-detachment, there were no issues encountered. There was no pushwire damage observed after removal from the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: as found condition- the axium device was returned for analysis within a shipping box, within a biohazard pouch, within an opened axium inner pouch, and within a dispenser coil. Visual inspection/damage location details - the actuator interface was broken off with the release wire retracted. Break indicator found to be intact the pushwire was found bent at ~52.3cm from the broken proximal end. The shield coil was found to be stretched (damaged). The implant coil was already detached and not returned for analysis. The retainer ring found bloody. The lumen stop and retainer ring were both found damaged. The coin was found to be damaged and retracted within a portion of the actuator interface. Testing/analysis ¿ both the lumen stop, and retainer ring were both found damaged during testing and were both unable to be measured. The coin outer diameter could not be reliably measured due to the damages. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an axium coil failed to detach and stretched. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the internal carotid artery c6 segment. It was noted the patient's blood flow was normal and vessel tortuosity was normal. It was reported that during the surgical treatment, the attempt to detach the coil failed. Upon removal, it was found that the coil had stretched and exhibited filamentation. Throughout the procedure, flushing and continuous infusion were performed in accordance with the instructions for use (IFU). There was no friction or difficulty during testing or delivery. The physician did not reposition the coil during the procedure. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.